Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not heat above 35 degrees on patient side. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in largo, florida. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The unit did heat to 41 degrees; temperatures were tested and all worked properly. However, it was noted that the current draw seemed to be low when cooling/heating (full system load) and this could contribute to the issue reported. Therefore, ac mains board and transformer were replaced and it was noted a larger amp draw when compressor and heaters both on at the same time. Both the cooling and warming functions of this system were then tested and found operating correctly from 2 to 41 degrees, also in terms of timing. All tests on this system passed and system returned for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H 11: a device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service intervention, the most likely root cause has been assigned to an electrical failure of the ac mains board and the transformer. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.